Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The lot.# of the device was unknown, however the manufacturing history within the 6 months of past from a delivery day was reviewed, with no irregularities noted. And this device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Considering the report from the user, omsc concluded that reported blister (burn) of the nurse occurred since she carelessly touched the probe tip which was hot after activating, when she received it after use from a doctor. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during an open transverse colectomy, the subject device was used. The scrub nurse carelessly touched the probe tip of the device with her finger when she received it from the doctor just after use. The procedure was just continued and completed with the device. After the procedure, the scrub nurse got a blister on her finger. And then she had a medical treatment in the doctor's office. The doctor said that how to hand the device was not good. The nurse received a blood test because the patient in the procedure had (B)(6).